Event description:
It was reported to philips that the device fails testing at defibrillation. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed the operational check failure. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitors requires replacement. It was replaced. The device passed testing and was put back into service.